Manufacturer narrative:
(B)(4). The customer reported severe artifacton 12 lead ECG. St segment maybe incorrectly amplified. Philips was unable to confirm the customers reported problem. There was no trouble found, no repair was done or necessary. The device is working as intended. No cause could be determined.

Event description:
The customer reported severe artifacton 12 lead ECG.